Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized. The cause of the event, treatment details, action taken with dianeal therapy, and the patient's recovery status were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported the cause of the event was due to a breach in aseptic technique. The breach in aseptic technique was further described as ¿possible¿ touch contamination. At the time of this report, the patient had recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.